Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a vessel sealer extend (vse) instrument would not respond to the masters and would not open. Customer noticed that the opening lever was loose and not working when it was removed from the arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the vse had been in use for approximately five minutes when the event occurred. The surgeon planned to use the vse to cauterize the right pelvic peritoneum to release the right fallopian tube and ovary. The instrument responded to movement; however, the surgeon was unable to grab tissue as the jaws would not open. No tissue was in the instrument jaws at the time of the event.

Manufacturer narrative:
The vessel sealer extend (vse) instrument associated with this event was returned and evaluated by the failure analysis (fa) team. Fa found the primary failure of failed intuitive motion to be related to the customer reported complaint. The vse instrument passed recognition and engagement, but the grips had imprecise motion and were not following the master tool manipulator (mtm) input smoothly. The grip input was manually articulated to inspect the jaws and no physical damage was found at the distal wrist. The housing was then removed for inspection and the instrument was found to have a grip ring dislodged from the proximal grip drive adapter, which prevents the grip from opening and closing properly. As a result, the grip open lever was not functional. This secondary failure was identified as related to the primary failure. The complaint regarding jaw not responding to masters was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause for the dislodged grip ring at the proximal drive adapter is attributed to the manufacturing process. An additional observation, unrelated to primary failure, was bending of the vse instrument main tube at the middle. This failure is most commonly caused by excessive loading, or improper handling during transport. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed the vse instrument had a failure that would not allow for the grips to open with use of grip release. Medical intervention may be required in the event that the vse fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.